Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: evaluation of the original file showed this is not a cascading failure of the error codes. Customer reported black lines on the screen. The ¿black lines¿ was unconfirmed. There is no root cause for the ¿black lines¿ since this issue could not be confirmed. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer reported black lines on the screen.